Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: lot #: 0196149, device expiration date: 06/30/2025, device manufacture date: 07/14/2020, lot #: 0198845, device expiration date: 06/30/2025, device manufacture date: 07/16/2020, lot #: 0199099, device expiration date: 06/30/2025, device manufacture date: 07/17/2020, lot #: 0280504, device expiration date: 09/30/2025, device manufacture date: 10/06/2020, lot #: 1173067, device expiration date: 05/31/2026, device manufacture date: 06/22/2021, lot #: 1180401, device expiration date: 06/30/2026, device manufacture date: 06/29/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd plastic non-sterile luer-lok¿ tip syringes leaked. The following information was provided by the initial reporter: the customer reported the 301027 syringe (5ml luer-lock) for leakage.

Event description:
It was reported that 6 bd plastic non-sterile luer-lok¿ tip syringes leaked. The following information was provided by the initial reporter : the customer reported the 301027 syringe (5ml luer-lock) for leakage.

Manufacturer narrative:
Investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Unused physical samples from the complaint batches are needed to determine if the defect is present and to perform leakage testing. There have been no changes to this product in the last 2 years and no open recalls for this product currently. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.